Event description:
The arjo mechanical lift was being used to transfer pt from wheelchair to bed. During the transfer, the hanger bar broke off and pt landed on the floor. The hanger bar hit pt on the nose. Pt was transferred to the hospital with resulting dx of fractured nose, rib, pelvis and spine. There was a recall on the arjo lift, and a tech was dispatched in 2009, who completed the work and stated, the lift was safe to use. It was after this that the event occurred.